Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an unexpected receiver shutdown occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported unexpected receiver shutdown could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver failed to charge and reboot, the receiver vibrated continuously. The receiver log download and functional testing were unable to be performed due to the receiver vibrating in three bursts. The receiver case was opened and the internal inspection passed. The battery was removed and replaced, it still failed to turn on due to vibrating continuously. Confirmation of the allegation and a root cause could not be determined.